Event description:
The customer observed the probe drip fluid on top of the foil of mts gel cards processed on the ortho provue analyzer during testing. The customer indicated that the probe was bent. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and replaced the probe and the cracked wash station returning the analyzer to expected operation. The customer has not logged any complaints on this instrument since this incident.